Event description:
It was reported that prior to patient use, the pta balloon could not be inflated. There was no patient involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned for evaluation. The investigation is confirmed for a break at the proximal balloon glue joint, which likely resulted in the reported inflation issues. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The atlas pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.